Event description:
It was reported that during percutaneous coronary intervention, tip detachment occurred. The target lesion was located in a right coronary artery. Three non-bsc stents were deployed very close to the ostium of the vessel and it was noted that they were not well apposed. At the end of the procedure, during the removal of the choice¿ guide wire, the tip of the wire broke off in the artery. The physician attempted to balloon the lesion and deliver an additional unspecified stent to tack up the wire up against the artery wall. However, the physician was unable to get another wire back down the artery to deliver the stent as the wire kept going behind the previously placed ostial stent struts. It was noted that the guide catheter was also backing out; the physician tried several different guide catheters with little success. As the physician was not able to get the wire down the artery, the detached tip was left as it was. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: mid (B)(6). (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).